Event description:
The physician reports that the crystalens tore when loading in the staar surgical lens injector system. The damaged lens did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.